Event description:
The luer lock end on the syringes is misshapen. The needle or extension tubing will not screw onto it. We are having to open up another syringe.

Manufacturer narrative:
It was reported that the luer lock end on the syringes is misshapen. The needle or extension tubing will not screw onto it. We are having to open up another syringe. We were unable to use that syringe and had to open a new one. The misshapen syringes were not used on any patients. There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this is a reportable event. If additional information becomes available this report will be reopened and reevaluated.